Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was given a loading dose of vancomycin 2gm ip and gentamycin 80mg ip. The cause of the peritonitis was constipation. It was unknown if the events of constipation and peritonitis resolved. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy. The nurse did not comment on the causality for the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.